Event description:
Healthcare professional reported "rupture", and "silicone lumps". This record is for left side. The device remains implanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of casular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture", and "silicone lumps". Later healthcare professional reported "capsular contracture baker grade lll", "deformation". This record is for right side. The device remains implanted.